Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2016-00856 and MFR. Report # 3005099803-2016-00857). It was reported to boston scientific corporation that a naviflex rx delivery system was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the advanix biliary stent was kinked at the point where it was being push by the introducer. Furthermore, the guide catheter broke off and lodged inside the stent. The broken catheter was retrieved and the procedure was completed with the device. Attempts to obtain additional information regarding the circumstances surrounding this event and ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.